Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was possible incisional infection. The outcome was resolved without sequelae. Interventions included medication specifically keflex 500 mg qid x 10 days. Interventions included medical or non-surgical therapy specifically wound care with antibiotic ointment. Diagnostic methods included examination specifically superficial lateral incisional opening and slight peri-incisional redness. The etiology was noted as not related to the device or therapy and related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.